Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No an error in the motor was detected by reading unexpected value from hall sensor error alarm or failed battery test noted. However, device received with corroded electronic assemblies and corroded motor home switch. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose level was 143 mg/dl. Customer was assisted with displacement test and test did not pass. Insulin pump will be returned for analysis.